Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 700 mg/dl. Reportedly, the cartridge ran out of insulin and customer did not load a new cartridge. Additionally, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. On 4/16/24 customer administered a manual injection to address bg and went to the emergency room with high ketones. Customer was treated with intravenous fluids of saline and insulin and was discharged the same day with the issue resolved and no permanent damage. Tandem technical support (tts) did a full pump system check and confirmed that pump was functioning as intended and educated the customer on insulin labeling. Tts was able to confirm the sequence of low insulin alerts and alarms in the pump history.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem¿s user guide: alerts display automatically to notify you about safety conditions that you need to know (for example, an alert that your insulin level is low). Alarms display automatically to let you know of an actual or potential stopping of insulin delivery (for example, an alarm that the insulin cartridge is empty). Pay special attention to alarms.